Manufacturer narrative:
Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test, no delivery, motor error alarms or prime/fill anomaly due to unresponsive button. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received act button was hard to press as well as motor errors alarm and insulin sprays when priming. Customer¿s blood glucose level was unknown. Customer stated that unexplained no delivery alarm and rejecting new batteries. Troubleshooting was not performed. The insulin pump will not be returned for analysis.